Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2018-00010.

Event description:
It was reported that the tip of one final driver broke and the tip of a second final driver twisted during surgery. The driver with the twisted tip was used to complete the procedure without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
UDI number: (B)(4). The returned driver was evaluated. The tip was found to have fractured off. The mating torque limiting handle was evaluated and was found to output torque within specification. Therefore, the cause is unable to be determined. A review of the DHR did not identify any issues which would have contributed with this event. The labeling was reviewed and found to contain instructions regarding proper device usage.